Event description:
The customer reported the white blood cell (wbc) counts were elevated, after the instrument was calibrated, when using the coulter act diff analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and identified a bent electrode within the wbc (white blood cell) bath. The fse replaced the wbc bath. (B)(4).